Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign object was found inside the serial packaging. The target lesion was located in the coronary artery. Upon opening the package of expo guide catheter to get ready for the case, some black foreign material was found inside the serial packaging. The physician opted to take another expo guide catheter to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product consisted of an expo diagnostic catheter with no other devices in its original opened pouch. There were multiple kinks on the shaft. These kinks were in the same area as the folds to the packaging which indicates that the shipping method from the customer damaged the device. The foreign material was confirmed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a foreign object was found inside the serial packaging. The target lesion was located in the coronary artery. Upon opening the package of expo guide catheter to get ready for the case, some black foreign material was found inside the serial packaging. The physician opted to take another expo guide catheter to complete the procedure. No patient complications were reported and the patient's status is fine.